Event description:
During a ptca procedure, the physician experienced inflation and deflation difficulties on the first inflation. No additional information is available. No patient injuries or complications occurred.